Event description:
It was reported there is a problem with the rf (radio frequency) head plug in. The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the reported event. Intermittent telemetry. Rf (radio frequency) head plug failure found. A printed circuit board found out of electrical specification.